Event description:
Reportedly, ht50 ventilator suddenly displayed a message "loading" and stopped working during use on a pt. This message intermittently disappeared on the display. The front panel was not responsive. The ventilator was running on ac power at the time of this incident. There was alarm and the user responded to it. The ventilator was swapped out. Please note that there was no serious injury in this case.